Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during ongoing use, the right ventricle (rv) lead dislodged, and caused a perforation. The patient was hospitalized with shortness of breath and chest pain. A chest x-ray confirmed the dislodgment, and a pericardial effusion was observed with echo. It was indicated that the device was functioning as normal; however the threshold values were high. It was also indicated the patient was in (af) atrial fibrillation, and @100bpm response. Additional information received, indicated that the lead was explanted and replaced. It was also indicated that the old lead was not available for return because the physician was confident that the dislodgement occurred due to actions by the patient (likely strenuous arm movement causing lead to pull back).